Event description:
It was reported that over a period of time, an increasing number of channels have been showing high impedance. Further testing confirmed that the device has malfunctioned. All the data point to a mechanical stress of the active electrode array.